Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. The lead tip and helix appear intact and undamaged. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of perforation.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the patient's heart wall. It was confirmed by fluoroscopy. A cardiac echo was performed and it did not show any pericardial effusion. The rv lead was explanted. No additional adverse patient effects were reported.